Manufacturer narrative:
No further patient information was provided by the customer. The field service representative (fsr) performed troubleshooting and found a damaged vacuum pump, double valve, and alinity I probes. The fsr replaced the vacuum pump and the probes which resolved the issue. A review of the instrument service history revealed no contributing factors on or around the date of the complaint. There have been no further complaints of discrepant results after the probe and the vacuum pump, double valve were changed by the fsr. Return testing was not completed as returns were not available. A review of tracking and trending for the vacuum pump and the alinity I probe did not identify any trends regarding the current complaint. A review of tracking and trending for the alinity I did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the vacuum pump, probes, or the alinity I processing module, serial number (B)(4) was identified.

Event description:
The customer observed false reactive alinity I toxo igg results for several samples. The false reactive results are negative on confirmatory testing. The customer reported they find 30% false reactive results. No impact to patient management was reported.